Manufacturer narrative:
The customer reported that during surgery there was too much pressure in the eye. No system message displayed. A completed questionnaire was received and it appears that the incident occurred on two (2) patients. This case refers to second patient, a (B)(6) male. The date of the event was (B)(6) 2017 during a cataract procedure. During the irrigation phase (mode sculpture quarters cortex), the anterior chamber had an abnormal major depth, and the patient felt pain. This was resolved without treatment, the intraocular pressure (iop) display was decreased to 25 without effect. The wound integrity was intact. The system was switched out and the case was completed. There were no changes made to existing parameters. The phaco power: 15% longitudinal, 50% torsion, aspiration rate: 28, vacuum level: 105mmh, quarters 35/475. The system was controlled on the same day and the consumable was thrown away. The system operator¿s manual includes a warning: ensure that appropriate system parameters and system settings are selected prior to starting the procedure. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 10, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined. Therefore, no further actions will be pursued at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided stated this occurred during irrigation phase.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that during a cataract extraction procedure the anterior chamber depth increased. The patient experienced pain. The event occurred during the phacoemulsification phase of the procedure. The patients intraocular pressure increased to 50 mmhg. The pharmacist was able to decrease the pressure to 25 mmhg. The case was completed using an alternate system. The patients symptoms resolved without treatment. Additional information was requested and received.